Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump had a minor scratched lcd window, a cracked case near display window corners and a broken reservoir tube lip. The pump was received with a broken off reservoir tube lip. The reservoir was unable to lock in place due to it being completely broken off.

Event description:
Customer reported via phone call that the reservoir was damaged. Customer cannot recall their blood glucose reading. Troubleshoot was performed. Customer stated that the reservoir damaged. Insulin pump will be returning for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Unit had minor scratched lcd window, cracked case near display window corners and broken reservoir tube lip. Unit received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off.